Manufacturer narrative:
The reported event for an insulation break was not confirmed. As received, a complete lead measuring 52.0 cm was returned in one piece. Visual inspection of the lead found damages consistent with procedure damage. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the asymptomatic patient presented for an elective upgrade procedure. During surgery, the right atrial lead was seen to have insulation damage with no electrical anomalies present. The lead was explanted and replaced. There were no patient consequences.